Event description:
It was reported that subject experienced intraoperative complication "femur fissure / perforation". No indication of treatment or other complications due to this event.

Manufacturer narrative:
Results of investigation: a complaint was reported due to intra-operative femur fissure/perforation. The provided case report forms (crf) do not contain information that would allow further investigation. No part was returned. No batch number was communicated. No investigation could be performed. If additional information becomes available in the future this complaint will be reopened.